Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. Troubleshooting was performed and found that the customer had last changed her infusion set two days prior to the event. The customer was advised to change the infusion set and treat with a manual injection any time she experiences two consecutively high blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.